Event description:
No additional information.

Manufacturer narrative:
Investigation result: thirty-four mz1000 china samples were returned for investigation; two of the samples were received in opened packaging from lot 23085023 with no residual fluid observed, and the remaining thirty-two had traces of residual fluid and were received without packaging. No connecting device was available to aid the investigation. The customer reported that "in clinical use, the mz infusion set does not push fluids when connected to a prefilled catheter flosser." The returned samples were subjected to functional testing by priming and subjecting to an infusion using a 50ml bd plastipak syringe; one of the samples with packaging was confirmed to be occluded at first and subsequent testing when connected to a three-way stopcock from stock was able to flush successfully; no fault was found with the remaining samples with no obstruction or restriction of flow identified throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have identified that an occlusion of the maxzero may be caused by the dimensions of the piston being marginally out of specification. The out of specification dimensions can affect the way in which the piston of the maxzero folds, which could have resulted in certain designs of male luer being blocked by the piston during attempted access. Additionally analysis of the assembly machine identified that it is possible for an occlusion to be generated due to a misassembled piston within the maxzero housing, or as a result of a striction due to lack of silicone within the component. A review of the production records for lot 23085023 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. During testing only one of the returned samples were identified to have been occluded during testing, no issues were identified during testing of the remaining samples, please note previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In order to further investigate this issue and to minimise reports of this nature in future, the supplier of the piston component has been notified of this feedback. Furthermore the quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product in the past 12 months.

Event description:
It was reported that bd bd maxzero needleless connector was occuded the following information was received by the initial reporter with the following: in clinical use, the mz infusion set does not push fluids when connected to a prefilled catheter flosser.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed